Event description:
It was reported the patient had a cerebrospinal fluid leak (csf) at the catheter. It was noted there was noted that no motor study or dye study performed. It was further noted the catheter was removed due to the csf leak. It was noted that there was no patient injury or death and the patient recovered without sequelae. The pump contained morphine pf.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. It was noted the catheter had acceptable testing. It was further noted the catheter was incomplete and returned in segments.